Manufacturer narrative:
Added g3/g4, h1/h2, h6.

Event description:
The following was reported to gore on (B)(6) 2025 from an md3imagingnotifications email and the imedidata study database: on (B)(6) 2025, the patient underwent endovascular treatment as a planned endovascular procedure for an abdominal aortic aneurysm. The patient was treated using gore®excluder®conformable aaa endoprostheses and gore® dryseal flex introducer sheaths were used as accessories during the procedure. The gore® devices were successfully navigated to the intended locations and successfully deployed. The endovascular access method on the right was by cut-down and on the left was percutaneous. Device catheters were successfully removed after successful access, delivery and deployment of the devices. There were no access-related complications. On (B)(6) 2025, the patient had cellulitis of the groin. It was treated with keflex medication for 5 days. The patient was noted to be recovered/resolved without sequelae on (B)(6) 2025. The infection was at the access site; however, the infection was not related to any gore device used/implanted. A femoral artery cut down with direct repair was performed on that side due to calcification in the artery.

Manufacturer narrative:
According to the gore® dryseal flex introducer sheath instructions for use, adverse events that may occur and / or require intervention include infection. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.